Manufacturer narrative:
The device was received for investigation. However, analysis was not possible and the cause of the reported complaint could not be determined. During examination of the catheter, the balloon was inflated to look for any potential shape abnormalities. However, due to dried contrast inside of the device, pressure accumulated during inflation, the dried contrast was dislodged, and as a result, the balloon ruptured before the testing could be completed. The company attempted to obtain further information and medical imaging in order to enable the investigators to determine if there were anatomical impediments to balloon inflation, but these requests were unsuccessful. The inability to obtain information from the user concerning the conditions under which the device was used (including pressure and/or volume pushed into device) prevented investigators from determing the cause of the event.

Event description:
It was reported that a scepter xc balloon was used during treatment of two unruptured aneurysms of the right middle cerebral artery. The first aneurysm was treated without incident. During treatment of the second aneurysm, the anatomical configuration of the patient vessel inhibited the inflated balloon from protruding fully into the aneurysm sac. During balloon inflation, the portal artery ruptured causing a severe cerebral hemorrhage. Hemostasis was attempted by inflating the balloon in the carotid endings, but was not successful. The surgeon then attempted to stop the hemorrhage by occluding the middle cerebral artery with coils, but the patient suffered a stroke and passed away shortly thereafter.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. Procedural or post procedural images were not provided; therefore, the alleged event and product issue cannot be confirmed. If the product, additional images, or information is received at a later date, the investigation will be reopened and a supplemental report will be submitted. The instructions for use (IFU) identifies vessel or aneurysm perforation, intracerebral/intracranial hemorrhage, stroke, vessel dissection, and death as potential complications associated with use of the device.